Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported there was pneumo leakage through the 1seal reducer cap of the resposable trocar at the subxyphoid port. A second 1seal was opened and the leakage continued. The leakage occured only when there was no instrument inserted in the trocar. They worked through the second 1seal. A 512dh, the trocar on which the 1seal was used is also being returned. There was no consequence to the patient.